Event description:
It was reported to philips that the system's x-ray tube failed, impacting imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
According to additional information collected, the procedure was aborted. A philips field service engineer (fse) went onsite and analysed the error logs, identifying a small focus filament error. Upon further investigation, it was confirmed the small focus was defective. The fse replaced tube and performed calibration. The defective tube was returned to philips for further analysis, which confirmed that the small filament was blown. After replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.